Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the prophylactic endovascular treatment of an abdominal aortic aneurysm. An endurant iis stent graft was also implanted in the patient on the same day. It was reported that the physician successfully deployed 3 endoanchors but the blue error light then illuminated. A second applier was then used but the blue error light also illuminated, and the device would not deploy any endoanchors. The physician then ended the procedure without deploying any additional endoanchors. Per the physician the cause of the event could not be determined. It is reported that a type ia endoleak also occurred during the index procedure. The cause of the endoleak is unknown as per the physician. No clinical sequelae were reported, and the patient is fine.